Event description:
This report is intended to communicate a manufacturing issue that has not impacted a particular patient yet. Our institution has about 70 arjo lifts in service and this report is intended to illustrate the problematic interaction between the lift device and the new replacement patient lifting strap. The replacement lifting straps now have a longer sewing cuff than the orginals. After routine replacement of the strap the lift was tested. It was cycled from the fully retracted to the fully deployed state. While fully deployed, all the way out, it was discovered that the longer sewing cuff interfered with the sensor that measures when the strap is fully retracted. The lift would not retract because the sensor indicated it already was fully retracted. It would not deploy further as it was at the end of the strap. The result is that the pt stretcher was suspended in midair and it would no longer respond to hand control input. Were it occupied by a pt, the pt would have to be manually lifted out and placed on the bed. This poses a risk for both staff and pts. Emailing companion video to medsun illustrating the problem. The sewing cuff was too long and caused the lift to 'freeze' in the fully deployed position. The manufacturer's coments follow: the manufacturer is aware of the issue. No changes to the strap have been noted to date. The manufacturer response for the arjo ceiling mount maxisky 600 patient lift, maxisky 600 patient lift is interested in our comments, but no changes to the replacement strap have been noted to date.